Event description:
It was reported that an occlusion alarm occurred. Customer reported using infusion set and cartridge longer than advised. Tandem customer technical support informed customer that using the cartridge and infusion longer than the recommended 48-72 hours is off label per the user guide. Customer changed pump supplies and resumed insulin therapy. The customer's blood glucose level was 332 mg/dl.

Manufacturer narrative:
Per tandem user guide: change your infusion set every 48 to 72 hours as recommended by your healthcare provider. Per tandem user guide: change your cartridge every 48 to 72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.